Event description:
Problems started to occur in (B)(6) 2010. The pt felt little shocks regularly and later the stimulation seemed to disappear. After some manipulation in the left flank, where the connection from the lead to the extension cable was located, the stimulation returned. This also happened when not being mobile. There are no irregularities during measurement. The impedances were good. There were no irregularities and the ins was working properly. On (B)(6) 2011 the pt underwent surgical intervention. The plan was to renew the extension cable, but when untying the extension a number of electrode points seems to be oxidized. This occurred while the sleeve over the extension seemed fully closed. The impedance measurements were greater than 4,000 ohms. All electrode tips were cleaned with knife 15, after it there were good impedances and connected in the old position. Pt closed and no problems occurred for 1.5 weeks. After this time problems reoccurred like before. On (B)(6) 2011, the lead and extension were replaced. The pt was very happy.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.